Event description:
Information was provided that the male patient had carcinoma of the colon and rectum. We were advised that there was stenosis at the left external iliac artery. The physician dilated the stenosis by using the balloon catheter and the 20fr introducer. The patient experienced decreased blood pressure and intra-abdominal bleeding. The physician placed an endovascular iliac leg graft at the bleeding site. We were advised that the patient is doing well. No products will be returned.

Manufacturer narrative:
Still under investigation at this time. Evaluation: still under investigation.